Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient received an inappropriate shock for "ventricular oversensing and noise" and that the patient was in the hospital for a "possible lead reposition or loose setscrew". It was also reported by the patient's wife that the manufacturer "should have some type of indicator built into device to indicate what the problem is". The device remains in use. No further patient complications have been reported as a result of this event.